Event description:
The customer reported that the jaws of the device locked up an area of tissue that was going to be resected. The surgeon had to cut around the tissue to remove the device. A new handpiece was opened to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.